Event description:
It was reported that when using the pyxis medstation 4000 system, a drawer was not detected on the communication bus, it prevented the user from accessing medication. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.